Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, the contact lined up the cartridge track with the track on the pump and successfully loaded the cartridge. The contact acknowledged that the contact must have been mis-aligning the tracks. There was no reported impact to blood glucose.